Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device product ID 309201 lot# unknown serial# implanted: explanted: product type: screening device.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient called in because she was experiencing some discomfort, not necessarily pain. Stimulation was decreased from 2.8 to 0.5 which has lessened the discomfort. Additional information was received on (B)(6) 2021 indicating that the patient stated she called yesterday regarding pain and that has been taken care of with the stimulation decrease during the previous call plus she's started sitting on a pillow. The patient called today because she is concerned that her skin is blistering from the adhesive. The patient was referred to her doctor's office then states she's been trying them for an hour and a half and can't reach them. Patient stated her left buttock usually hurts when the stimulation is increased.  Additional information was received on (B)(6) 2021 indicating that the patient said she went to the ER today because she was having a burning sensation. Patient said she didn't get blisters yet. Patient also mentioned that her lead wires broke while she was there and is no longer connected. Support link referred the patient to her clinicians office. Patient mentioned that it is very hard for her to get a hold of anyone for help. Patient asked to be called around noon on tuesday. No further complications were reported at this time.